Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: device could not be inserted smoothly because the fin on the tip was broken. When another 5mm port was inserted, this time the fin did not break. There was no report of pieces falling into the cavity or impacting the patient or additional bleeding. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.